Event description:
The customer reported the unit would not power up.

Manufacturer narrative:
(B)(4): the customer reported the unit would not power up. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.